Event description:
The customer reported that their device would not stay powered on. There was no patient use reported to have been related to this power issue.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported failure could not be determined.